Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 date returned to manufacturer: 01-nov-2024. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage. Functional testing was performed and the reported error was confirmed. The investigation determined that the probable cause was a piece of plastic wedged between the motor and the cam gears. The device was repaired to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device.